Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that bolus history showed more bolus than were administered. Customer's blood glucose was not provided. It was reported that call would be investigated further and button push report would be requested.